Manufacturer narrative:
(B)(4). One device was received for evaluation against the reported condition of a missing component. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the reported condition was confirmed. No cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a solution administration set was missing. The malfunction was observed before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.